Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, and prime test; no prime fill anomaly noted. However, the insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime rewind issue on the insulin pump. Customer reported insulin continued to drip after the motor stops during the manual prime process. The customer also reported they were unable to exit from the preparing to prime loop. The customer also reported they did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. Customer's blood glucose was 140 mg/dl at the time of incident. The customer also reported their blood glucose has reached 905 mg/dl in the past. While on the phone call, the customer's blood glucose declined to 40 mg/dl. Customer was treated with glucose tablets for their blood glucose. Customer's blood glucose was 117 mg/dl at the end of the call. Customer agreed to return the insulin pump for analysis.